Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, valve flux test, pressure-flow, and preimplantation testing. There was a small piece of the catheter attached to the inlet connector. The valve did not meet the requirement for leak testing due to a tear between the reservoir and the proximal occluder. It is unknown how or when the damaged occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. There was proteinaceous debris observed on the interior and exterior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the doctor inspected the valve during the operation, they found that the reservoir was leaking. The procedure was completed with backup products, and it extended the procedure by 10 minutes.